Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative was on site and performing a pm. It was found battery charger board 1 had only 1 charging circuit not working. Charger board was ordered and replaced also the 6 batteries in tray 3 since that circuit was going to those batteries. System tested after replacement and functioned normally. Battery charger board was sent back to manufacturer for evaluation. Confirmed reported problem "battery charger board 1 has one charging circuit not working". Capacitor c1e broken off from the board. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative was performing a pm and found a failing charger board, which was replaced during the pm. There was no patient present when this issue was identified.